Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) stated that ¿safety disk maintenance due¿ this message is not a failure. The safety disk was due for replacement at the pm cycle. Safety disk was replaced during pm. Replaced tidal volume disk at pm interval calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a message ¿safety disk maintenance due¿. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a message ¿safety disk maintenance due¿. There was no patient involvement.